Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the oxygen levels were low. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the oxygen levels were low. The customer tried to adjust the oxygen concentration, but the screen's oxygen adjustment button was not working. The issue persisted after the customer restarted the device. The customer had to use the top right adjustment button instead to adjust the oxygen concentration. The customer contacted the medical equipment department for repair. After the repairs, the device worked fine. Resolution and disposition are pending, and the investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 01apr2025, the authorized service provider (asp) engineer noted that the device was swapped out for another ventilator at the time the reported issue was discovered. There was no reported delay in therapy. The asp engineer also stated that the o2 levels could not be adjusted on the touchscreen, and once the hospital equipment department calibrated the touchscreen, the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.